Event description:
Philips received a complaint on the defibrillator indicating that the device was not switching on. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The rse evaluated the device remotely and determined that monitor did not turn on due to a defective processor pca (printed circuit assembly). Therefore, dfm100 assy processor (453564489071) was replaced to resolve the issue. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be due to a defective processor pca. The root cause of which could not be determined. The reported problem is confirmed.